Event description:
Complainant alleged that while attempting to treat a (B)(4) male patient, the device intermittently turned on and off multiple times and displayed a "internal failure, erase log" message. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.